Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A technical support specialist (tss) responded to a remote support request and reviewed station behavior, which indicated a biometric identification device initialization failure. The tss logged in using the carefusion administration account and attempted to reinstall the biometric identification device driver, but the update did not complete successfully, and existing components could not be fully removed. Further checks showed the device was not being properly recognized by the system. The tss then accessed the station again, removed all biometric identification device software, reinstalled the required lumidigm driver package, and rebooted the station. Due to continued hardware recognition concerns, the tss arranged dispatch of a field service technician to replace the biometric identification device and confirmed with internal leadership that the actions taken were sufficient to mark the case as complete. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.